Event description:
Staff was getting supplies ready for procedure and noticed a small object located inside the oxygen tubing. Object appears to be a melted bead of glue or tubing material that is light brown in color. Tubing was never used on patient and other supplies from the same lot number were checked and no similar defects were found.